Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited an insertion tube with peeled off coating. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely degradation led to the issue; however, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.